Event description:
Information received from the field notes that the patient was seen clinically after transtelephonic monitoring revealed unusual behavior on an ECG. Atrial pacing was intermittently stimulating the ventricle. The ECG did not show evidence of atrial sensing or pacing. In vvi mode, the atrial intracardiac showed what appeared to be ventricular events. The device was programmed to 60 ppm in vvi mode. The patient was not symptomatic.